Event description:
The customer reported the system locked up and failed to reboot. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boot setting were reset. The system was then found to be operating as intended.